Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found a defective vela front panel assembly. The fsr replaced the front panel assembly and completed performance testing. The reported issue was resolved. The fsr returned the defective component to the carefusion failure analysis laboratory. A failure investigation was completed and the reported issue was duplicated in the laboratory setting. The root cause was determined to be a dissipating florescent light bulb in the display.

Event description:
The customer reported that the touch screen on the ventilator went blank while the device was on a patient. The ventilator was changed out and there was no harm to the patient.